Event description:
It was reported that, " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the front staples were loaded backwards in the device and the remaining staples were severely misaligned. The stapler was returned with its trigger partially engaged. There were no signs of biological material on the device. The stapler was received with 32 staples left in the cartridge, indicating that at least 3 staples were fired by the customer. Upon functional inspection, the trigger was reset, and a backwards staple flew out of the stapler; two additional unformed staples fell out before the next fire. The second staple fired two staples at once. One staple fully formed and released into the skin pad and another unformed staple fell out of the stapler after release. The third fire attempt resulted in the staple releasing unformed. The fourth fire attempt resulted two staples releasing at once. One malformed and one unformed staple released onto to the skin pad. Functional testing was not continued due to the severe misalignment of the remaining staples. The device was disassembled. One unformed staple fell out of the device as it was being disassembled. Die casting anomalies were discovered on the forming tool. The saddle spring was correctly attached to the pusher. A device history record review was performed, and no relevant findings were identified. The complaint of " misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the front staples were observed to be pointed toward the proximal e nd of the stapler and the remaining staples were misaligned. Upon functional inspection, the trigger was reset, and a backwards staple flew out of the stapler; two additional unformed staples fell out before the next fire. The second staple fired two staples at once. One staple fully formed and released into the skin pad and another unformed staple fell out of the stapler after release. The third fire attempt resulted in the staple releasing unformed. The fourth fire attempt resulted two staples releasing at once. One malformed and one unformed staple released onto to the skin pad. Functional testing was not continued due to the severe misalignment of the remaining staples. The device was disassembled and die casting anomalies were discovered on the forming tool. The saddle spring was correctly attached to the pusher. The root cause of the staple's misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported"

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.